Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switches required adjustment to balance the tension. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the imaging system used outside of procedure. It was reported that, when trying to close the doors, the rails/internal portion of the gantry were exposed outside of the covers. The system is currently down and case tomorrow was cancelled. There was no patient present when this issue occurred.